Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced pneumatic module assy (pim) (0997-00-1178) to resolve issue. The fse performed a pm, a full calibration, and tested the unit. The equipment works to manufacture¿s specs, cleared for clinical use, and returned to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood in the helium line thus causing a blood back. This event occurred when the user connected the wrong end of the helium tubing to the flush line side of the balloon catheter. It is reported that blood from the flush line trickled back into the helium tubing. The mistake was realized, and then that same helium tubing was turned around and placed correctly to the safety disc of the pump with the blood still in the tubing. The user reported that blood has been pulled into the machine upon autofill. The user asked if okay to continue using, as there are no alarms and the pump is working "fine'. The user was advised to immediately remove that pump from service and to replace the helium tubing. No patient harm was reported.